Event description:
It was reported that during an interrogation this pacemaker was found to be in safety mode and there was nine months remaining for device longevity. The device displayed error codes: 0xa. Additionally, it was noted there was observations of noise on this right ventricular (rv) lead. The patient did experience dizziness with a five second pause on telemetry. Subsequently, the system was explanted and replaced successfully. The device is expected to be returned for device analysis. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).